Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwos) were observed on the device. Technical support was contacted and provided reprogramming recommendations. No intervention has been completed. The patient is stable with no consequences.

Event description:
Additional information was received that after reprogramming, new episodes of pptwos were observed. Technical support was contacted and provided additional reprogramming recommendations. No additional intervention has been performed. The patient is stable with no consequences.